Event description:
It was reported that thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed with a watchman truseal double curve access system and watchman flx for laac and a sentinel cerebral protection system (cps) for embolic protection. During the laac procedure, a thrombus was observed on the watchman access system sheath in the laa. When the pigtail catheter was removed, the thrombus was pulled out of the sheath. It was believed that the thrombus had actually been inside the sheath and was pushed out by introduction of the pigtail catheter. The thrombus was in one piece when it was removed; and was noted as resolved. The watchman flx closure device was implanted. Upon removal of the sentinel cps, a tear was observed on the distal filter. No patient complications occurred.